Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been competed of if additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had hose damage. It is unk if the device was being used during surgery. It is unk if there was injury or medical intervention. There was no addition info provided.